Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0662 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported device used for indwelling infusion as directed by a doctor. The patient had lung cancer. Peripherally intubated central venous catheter was used for indwelling infusion as prescribed by the doctor. Early rounds on the (B)(6) found that the venous catheter was leaking, and the inspection found that it was caused by the cracking of the sealing heparin cap, so it was discarded and replaced. Impact on patients: increase patient suffering.